Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) prematurely. The physician was especially concerned that the device changed from beginning-of-life (bol) to eri abruptly.